Event description:
A surgeon reported that while performing a retinal detachment repair. The vitrectomy probe did not have enough power to cut the vitreous. The procedure was aborted and subsequently completed on a different day. Additional info has been requested regarding whether there was pt impact.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. There was no system message found in the system's event log related to this issue. The company representative replaced the 4-way valve assembly as a preventative measure. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).